Event description:
On (B)(6) /2010, the patient reported that 3 weeks ago the plunger of the insulin cartridge became stuck to the piston rod of the infusion device and the entire contents of the cartridge spilled in the cartridge compartment. He dried the cartridge with a paper towel and continued to use the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.